Event description:
Reporter indicated that following x-rays, the pt was found to be set at 0 ma. The pt was interrogated prior to the x-rays and found set at his normal settings.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.